Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) device did not show battery and lead measurements during initial interrogation and at the six week device check. The device remains in use. No patient complications have been reported as a result of this event.